Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during multiple cataract procedures, the phacoemulsification handpiece had poor phaco and the occlusion bell kept alarming. The handpiece was switched out to complete surgery. There was no patient harm.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found a loose strain relief at the handpiece end. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the phaco handpiece nonconforming for aspiration. The phaco handpiece was then connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product functional specifications. A fiber was ran through the aspiration line, which found foreign material to be causing the occlusion. The foreign material sample was collected and sent for analysis. A microscopic examination shows a soft gray particle approximately 2.2 mm in length. The particle was found best matched to polydimethylsiloxane (silicone); however, the exact origin of the foreign material and how it became lodged in the aspiration line remains inconclusive. After removing the foreign material from the handpiece aspiration line, another flow rate test was performed which found the phaco handpiece to meet all product specifications. The phaco handpiece was manufactured on january 10, 2018. Based on qa assessment, the product met specifications at the time of release. Unrelated to the reported event, the strain relief at the handpiece end was found to be loose. However, how or when the strain relief became loose remains inconclusive. The phaco handpiece was manufactured on january 10, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported occlusion issue can be attributed to foreign material in the aspiration line. The phaco handpiece met specifications for phaco power. Therefore, the root cause of the reported phaco issue cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).